Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device feature designed to withhold inappropriate ventricular detection was programmed off.

Manufacturer narrative:
Concomitant medical products: fr995-27 aortic valve, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after having passed out. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) showed a suspected ventricular tachycardia (vt) episode that was classified as a supra ventricular tachycardia (svt). The device feature which is designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an svt origin inappropriately withheld tachyarrhythmia therapy. The device remains in use. No further patient complications have been reported as a result of this event.